Manufacturer narrative:
The thermogard was evaluated at customer site. The customer reported issue of thermogard exhibited mid: 09(air trap assembly) error message was confirmed during the initial functional testing and in the event log. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Archive event log data was downloaded and noted several mid: 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
As reported during patient use, 4 days after the end of fever treatment, the thermogard exhibited mid: 09 (air trap assembly) error message. Leak was noted at the suk air trap cap and the lid of suk air trap bubble was damaged. The suk was replaced to continue the treatment. No patient harm or consequences reported on this event.